Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee vein. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) was advanced for pre-dilation. However, during the first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with another 1.5mm coyote es balloon catheter. No patient complications were reported.